Event description:
It was reported that the patient underwent gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2009 and explant of mesh on (B)(6) 2010 due to erosion. No additional information was provided. (B)(4) - dyspareunia; undefined recurrence; urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.